Manufacturer narrative:
Product analysis: visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Optical examination of the fracture surface identified a fairly flat fracture surface and circular material displacement. The above findings are consistent with torsional overload. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
Pre-operative diagnosis: "instrument failure" procedure: revision it was reported that intra-op, the working end of driver broke broke in half while inserting the screws. No patient complications were reported. No fragment of broken driver remained inside the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.